Event description:
It was reported that pump gave cartridge error alarms. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up with technical support, was documented as out of warranty and in process of obtaining new device, and no further action was taken at that time.